Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (constant gong alarms) was confirmed. As received, the belt failed incoming therapy electrode (te) recognition testing. Upon evaluation, there was an open pulse wire in the cable connecting the distribution node (dn) and front therapy electrode (te), between the dn and ECG electrode b. The cause of the constant gong alarms is the open pulse wire. The root cause of the open wire is excessive force placed on the trunk cable. No adverse event resulted from the damaged wire. Evaluation method: biocompatibility testing to iso 10993 was successfully completed on skin-contactin surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient's device was producing constant gong alarms. Additionally, a us distributor reported that a patient had developed a rash. The rash appeared to be either a yeast or fungal infection. The patient's medical outcome is unknown, as follow-up attempts were unsuccessful.